Event description:
It was reported that the device implanted and explanted in 2007 due to an unk reason. F/u with the surgeon's office was attempted twice to verify why the device was explanted. Reportedly, the surgeon's office could not locate the pt because the pt's date of birth was incorrectly recorded. No other details were provided.

Manufacturer narrative:
Device not returned.